Event description:
It was reported a patient began experiencing restricted range of motion, persistent pain, walking difficulties, swelling, and difficulty performing daily activities seven months post implantation. Between radiographic imaging and assessment, patellar baja, abnormal patellar tracking, and abnormal patellar height was found. The patient was prescribed physical therapy and was referred to neurosurgery for a potential geniculate block. Symptoms were ongoing with an increasing feeing of locking and instability in the knee. X-rays showed tibial and femoral radiolucency, and a bone scan showed reuptake throughout the knee. The tibial and femoral components were revised one year, one month later due to loosening. Patellar implant remained. Articular surface replaced as a best practice. The study site has minimal information as the revision occurred at an outside facility.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products 42540200035 persona all-poly patella cemented 35mm dia lot# 65762171, 42532006701 tibia cemented 5 degree stemmed left size d lot# 65690844.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. The following sections was corrected: d4. Suggested code (annex g)- mechanical (g04) - femur. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Additional medical records provided states patient has instability, abnormal patellar tracking with patellar crepitus/clunk, pain, femoral and tibial radiolucency. The notes also confirm that patient underwent revision due to instability and loosening. Complaint was confirmed based on the medical record review. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.